Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 50mm  abdominal aortic aneurysm.  It was reported that during a follow up CT scan, a small type 1a endoleak was noted in the bifurcate graft . No communication into the aaa is evident . A slight type 1b endoleak was observed in the right common iliac artery. It was stated that the right iliac has only 6 mm of seal approximately.  As per the physician, the cause of the event could not be determined.  No additional sequelae were reported and the patient is fine.